Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was not returned by the hospital. Review of the non-conformance database show that the lot was released with no non-conformances. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 1 of 5 for the same event. Reports 2 through 5 are reported on MFR #0001032347-2016-00284 through 0001032347-2016-00287.

Event description:
It was reported that a tmj revision occurred due to "neuropathic pain (pinched nerve)." It is reported that removal of the implant resulted in complete pain relief. No replacements were implanted.